Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to anterior collapse of the tibial component.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since evaluation of CT imaging by a medical professional finds loosening and migration (significant anterior subsidence) of the tibial component. According to medical affairs review of the available information and CT scans, loosening and migration (significant anterior subsidence) of the tibia component. All components intact. Most likely patient-related (poor bone quality). Based on the investigation, the root cause was determined to be patient related, poor bone quality. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to anterior collapse of the tibial component.